Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing. It was also noted that the device misinterpreted supraventricular tachycardia (svt) episodes as ventricular tachycardia. Programming changes were made. The patient was stable.